Event description:
The device has been explanted, replaced, and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6. Visual analysis of the photographs identified: -anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. - capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observation: -observed creases on the device. --observed wear abrasion on the device. -white calcification in the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV and implant exchange from textured to smooth due to the concerns of the product. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade iii/IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.